Manufacturer narrative:
Analysis was performed by onsite service personnel which included functional testing. The results of the analysis indicate the equipment functions correctly on the patient and no alarms were generated or expected. Alarm logs were requested; however, the service technician was not able to view them because the device remained in clinical use and they did not have a demo unit to replace the equipment with to maintain monitoring of the patient. Based on the results of the analysis, the product malfunction was unable to be confirmed. The device was confirmed to be operating per specifications. The cause of the reported problem remains unknown; however, the service technician was unable to replicate the issue. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the device intermittently stops measuring spo2. When this happens, the device does not display any error message. The device was in use on a patient at time of event, there was no adverse event reported.